Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05039. It was reported that the patient's ipg was inoperable and one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced while the lead was repositioned to address the issues.